Event description:
Reportedly, the balloon broke. Upon obtaining additional information. The incision was extended more than 1 inch and the hospital admission was extended. Sex: unknown. Procedure: unknown.